Manufacturer narrative:
The insulin pump alarmed no motor movement during the rewind test due to moisture damage on the motor assembly. Unable to perform self-test, sleep current measurement, active current measurement, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement alarm. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.